Event description:
Pt heard squeaking noise postop t10-l3 for adolescent idiopathic scoliosis correction. Follow up exam x-rays showed the left side, l3 pangea monoaxial screw was beginning to slip out of the rod and locking cap and loose correction. The rod did not pull out completely. Also noted on follow up exam x-ray was pseudoarthrosis/non-fusion at l2-l3. The surgeon removed the rods and completed an osteotomy at l2-l3 to encourage bone formation. Surgeon replaced entire construct from t10-l3. Existing rods were used and ten pangea screws were removed and replaced with uss screws. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.